Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. During the procedure, the pacing impedance measurements were high, out-of-range at greater than 3,000 ohms. The lead was repositioned, but the impedance issue could not be resolved. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high, out-of-range impedance measurements observed during the implant procedure.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. During the procedure, the pacing impedance measurements were high, out-of-range at greater than 3,000 ohms. The lead was repositioned, but the impedance issue could not be resolved. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.